Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced no image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction(s) to the following fields: h6-medical device problem code the device was returned to olympus for inspection and the reported failure was confirmed due to moisture inside the charge coupled lens. In addition, the following malfunctions were identified during the device evaluation: chipped connector and damaged connector seal. Based on the results of the investigation, the most probable cause of the reported issue is caused trace by component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced no image. The issue was found during reprocessing. There were no reports of patient involvement.